Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok, up arrow, and down arrow keypad buttons were unresponsive. There was no reported trauma to the pump. It was noted that there was evidence of moisture underneath the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/17/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were unresponsive; the contrast button responds appropriately. The keypad cover was removed and no damage or contamination was found on the button contacts. There was no visible moisture observed from the outside of the pump. A leak test revealed a display lens leak. The pump case was opened and evidence of moisture was found throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.